Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: this report is being filed after the review of spine tango registry report: implant report for depuy synthes implants (2020),spine tango registry, pages 1-40 (B)(6). This report aims to compare usage and outcomes recorded for synthes against all other surgical cases recorded within the spine tango registry. Between 16 january 2012 and 30 november 2020, a total of 17 patients (8 males, 9 females) were evaluated to compare usage and outcomes for synthes against all other surgical cases recorded within the spine tango registry. The following complications were reported as follows: general complications- postoperative surgical before discharge. 1 cardiovascular. 1 kidney / urinary. 1 thromboembolism. 1 other. 1 documented. Surgical complications- intraoperative adverse events. 1 nerve root damage. 2 dural lesion. Surgical complications- postoperative surgical before discharge. 1 wound infection. 1 implant malposition. Reoperations 2 at any level: implant failure (1). Instability (1), neurocompression (1), unknown (1). This report involves one (1) unknown screws. This is report 2 of 2 for (B)(4).